Event description:
It was reported that an allergic reaction, including anaphylaxis which required medication was observed, not device related.

Manufacturer narrative:
(B)(4) MDR. Bd was unable to perform a thorough investigation as no sample, lot or batch number were provided. A follow-up will be provided if additional information is received. Fqh (lavage, jet) and fro (dressing, wound, drug). Device not returned.